Event description:
Customer reported that he received a no delivery alarm; troubleshoot was performed and was determined that it was caused by a a reservoir/infusion set occlusion. Customer stated that the no delivery alarm is recurring. Customer has not tried different cannula lengths, insulin is not expired or denatured, customer does rotate sites and avoids scar tissue and he used the serter. The cannula is not bent or kinked. Customer agreed to use different infusion set type. Blood glucose value is 272 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.